Event description:
Pt is on oxygen at all times. Oxygen is from oxygen concentrator machine. Concentrator has a plastic container with plastic lid which is a humidifier. If the lid is not on the container exactly right, the pt does not get any oxygen, and there is nothing on the concentrator machine to indicate that this is happening. All outward signs on the machine indicate that it is operating properly and producing oxygen. This is a very dangerous machine! Rptr's husband was gasping for breath and frothing at the mouth, and rptr didn't understand what was wrong. If there is no oxygen coming from the machine-then there should be some indication on the machine that this is happening.